Event description:
It was reported that the patient presented for follow up in the clinic. It was noted that the right ventricular (rv) lead exhibited high pacing impedance. No intervention was performed. The patient was in stable condition.